Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Pump was not being used for insulin therapy at time of event. Reportedly, pump was continued to be used for training and insulin therapy.